Event description:
It was reported to boston scientific corporation on march 19, 2007, that immediately after the placement of a polyflex esophageal stent (patient age and gender unknown), the stent migrated "into the stomach". According to the customer, the stent migrated "due to position and/or placement or stent too near/through the distal structure". "Numerous attempts were made to retrieve the stent from the stomach; all were unsuccessful". The "patient was discharged home (and) no form of intervention" was planned.

Manufacturer narrative:
The complaintant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between the device and the cause for this event. A review of the device history record (DHR) is in progress; if any anomalies or discrepancied are noted, results will be provided in a follow-up medwatch report. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.